Manufacturer narrative:
'Simple-safe-sure fluid drainage just above breast tissue expander using 18-gauge blunt cannula' kagaya yu; arikawa masaki; kageyama daisuke; sekiyama takuya; akazawa satoshi; plastic and reconstructive surgery - global open, (2018 oct) vol. 6, no. 10, pp. 1 - 4, e1983. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article ¿simple-safe-sure fluid drainage just above breast tissue expander using 18-gauge blunt cannula¿ plastic and reconstructive surgery - global open, (2018 oct) vol. 6, no. 10, pp. 1 - 4, e1983, it was reported that a patient experienced an infection 18 days postoperative day. It was accompanied by a seroma. The patient received antibiotics, cefaclor 750 mg × 14 days, and the ¿final diagnosis of settle down¿ occurred 39 days postoperative date. The side experiencing the event is unknown. The device status is unknown.

Event description:
Physician additionally reported abscess.